Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer inspected the system onsite and removed and reseated the battery which restored the connection. In addition, he replaced the battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless foot switch does not hold the charge and the wifi indicator flashes red. The indicator lights on the wireless footswitch display the charge level of the battery and the status of the wireless connection. The system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.